Event description:
A malfunction alarm identified as malf 12 was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, assisted in resetting it, and advised the customer to continue using the pump while instructing them to call back if the malfunction recurs. The customer acknowledged and understood these instructions.